Manufacturer narrative:
Citation: cardinali, f, casella, m, di eusanio, m. Et al. Intermittent left bundle branch block after transcatheter aortic valve replacement: electrophysiological and clinical significance. J am coll cardiol case rep. 2026 may, 31 (20). Https://doi.org/10.1016/j.jaccas.2026.107958 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent successful transcatheter aortic valve replacement (tavr) with a medtronic 29 mm evolut fx valve. Post-procedurally, serial electrocardiograms identified a few conduction abnormalities: prolongation of thepr interval; development of left bundle branch block (lbbb), with a progressively increasing lbbb burden; and synchronous conduction delay in both bundle branches. Consequently, a permanent pacemaker was implanted. The authors concluded their case summary with the following remarks: ¿at the 2-month follow-up, no clinical events occurred, and the patient was not pacemaker dependent.¿